Event description:
It was reported that during a unspecified procedure, in an unspecified vessel, a hypotube break occurred. When the physician tried to advance the maverick2 2.0 x 20 mm balloon catheter into a guide catheter (type unk), a hypotube break occurred. The physician was able to retrieve the device without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "okay." Add'l info regarding this event has been requested.

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.